Event description:
It was reported to philips that there was an image disk problem with the ippc. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during a coronary diagnostic procedure. The procedure was aborted and completed by using another system. The philips field service engineer (fse) inspected the system onsite and confirmed that there was image disk problem with the ippc. A review of the system log file confirmed the reported malfunction. Upon functional testing, the fse identified that the system hard drive was full. To resolve the reported problem, the fse cleared the system hard drive and reloaded the ip pc software. After this, the system was returned to use in good working order. The codes were updated based on the investigation outcome.